Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an incident of hyperglycemia requiring hospitalization within 24 hours of having attempted unsuccessfully, due to no power, to use the meter. Her hospitalization and treatment for high glucose was because she did not dose enough insulin. Had she gotten a reading, her decision whether or not to take humalog may have changed. The day in question, she states she started her day as normal taking her normal dose of lantus 15 units at 6 am. Customer also takes a sliding scale of humalog 3-6 units as needed, but did not take any sunday. That afternoon, her husband noticed that the customer had slurred speech so he called an ambulance. Ambulance took a blood sugar reading (exact reading is unknown), gave the customer a shot in her leg to bring her reading down, and rushed her to the hospital. Customer states at the hospital her reading was over one thousand, so they admitted her. In the hospital, customer is being treated with lantus 15 units and lifpro 18 units. She states she is feeling better now and her reading this morning was 168 mg/dl. The meter is being returned and replaced.

Manufacturer narrative:
The customer was using a depleted battery, which caused the alleged power issue.